Event description:
It was reported that during a laparoscopic cholecystectomy procedure a surgeon was using endopouch pro46. It was reported that the specimen bag broke when retrieving the specimen out of the abdomen. The surgeon opened another instrument to complete the procedure. There were no consequences to the patient reported.